Event description:
The clinician reports the implant was inserted (B)(6) 2008 in ada 29. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2020, fracture of the implant was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.